Event description:
The customer reported that an activation sound came from the generator even though the activation button of the pencil was not pushed. After that, if the button was pushed, sometimes the device would not activate. Another device was used to complete the procedure. No pt injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.